Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient received a sensor failed message on her tandem insulin pump. The patient did not immediately insert a new sensor. At an unspecified time after the sensor failed, the patient believed she had a low bg level. However, no bg meter reading was taken. While the patient was lying in bed, she was unable to move her legs and could not get up. The patient¿s grandson ¿helped her¿ however, it was not specified how. The patient was unable to recall whether any medication or treatment was provided to her during this event. The patient did state that without any cgm values the ¿failed sensor caused her pump to not work¿. The patient did not seek any assistance from a higher level of care. The patient was recovering at the time of report and had a new sensor on that was reportedly ¿working fine¿. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.